Manufacturer narrative:
The clinician confirmed the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit alarmed during preuse checkout and was not able to mechanically ventilate as expected. There was no report of patient involvement.